Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID: 977a260, lot# va0ycj8022, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead . Product ID: 977a275, lot# (B)(4), serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) implanted in 2015 did not work. The therapy had not worked since implant. The patient had a lead revision for a surgical lead on (B)(6) 2016. The patient had an appointment with their healthcare professional (hcp) for (B)(6) 2016 but would not likely make it due to having transportation difficulties.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.